Event description:
A distributor reported on behalf of a (B)(6) facility that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician where the unit was performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier confirmed that the audible alarm was not functioning. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.